Manufacturer narrative:
No product will be returned per customer. The customer declined to return the product for failure investigation. The root cause of this failure was not identified.

Event description:
The nurse started a secondary infusion of albumin 5% (in a 250 ml glass bottle over one hour) with maintenance fluid as the primary solution for an ICU cardiac patient. Although the albumin was programmed as a secondary infusion, fluid initially dripped from the primary bag drip chamber, and a second hanger was added to the primary bag after which time the secondary began to drip. The flow rate still appeared slow to the user. The patient became hypotensive with a blood pressure drop into the 70¿s, and the albumin bottle was changed to the primary tubing line. The flow rate improved and appeared to match what was programmed, the hypotension resolved and the patient¿s condition stabilized.